Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. According to the complainant, during unpacking the peg kit, it was noted the forceps were broken. One of the handles was detached. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. According to the complainant, during unpacking the peg kit, it was noted the forceps were broken. One of the handles was detached. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device returned to manufacturer on (B)(6) 2013. A visual examination of the hemostats revealed one prong to have broken midway between the hinge and the finger ring. The fracture surfaces presented no voids in the material or other casting imperfections. The hemostats appear to have broken while undergoing stress. The condition of the returned unit was consistent with the complaint incident that the hemostat broke. Per the event information, the issue was noted during unpacking and outside the patient. Therefore, the most probable root cause is handling damage. Lot 15650776 was found to use hemostats batch (B)(4). A review of the incoming quality assurance inspection report for this hemostats batch revealed no related issues to the reported complaint. A lot history search found no other complaints against lot number 15650776.